Manufacturer narrative:
Reference manufacturer report #: 2937094-2013-01116, 2937094-2013-01118. (B)(4). Fiber analysis: the fiber was found to have a radial fracture at the fiber's beveled edge/output window; the fiber proximal to the fracture was found to rotate independently of the metal cap. Severe char and detritus on the metal cap and severe devitrification of the glass cap at the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probably root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, three fibers were replaced at 41,028, 46,000 and 255,680 joules of use respectively, due to diminished tissue vaporization efficiency. The procedure was completed using a fourth surgical fiber. Patient outcome: "no injury to patient reported". This report is for the second fiber used.